Manufacturer narrative:
This supplemental report is being submitted to provide the final results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foil and leads were corroded, and the weld was damaged by corrosion expansion, resulting in non-lighting. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the initial MDR the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the lead pin may be broken due to some irregular external force applied to the lead pin, because of the results of the analysis of similar cases and the presence of a hinbi around the lead pin. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the e207 emergency lamp failure was reproduced. Additionally the evaluation identified rust on the rear panel, rear foot, and the bottom chassis of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus they were receiving a e207 emergency lamp failure error on the visera elite xenon light source. The timing of the reported event was not specified; however, the procedure was a diagnostic hysteroscopy. The procedure was completed with the same device. There was no report of patient injury or medical intervention associated with this event.